Event description:
A caller reported a malfunction on their insulin pump, citing a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will receive a replacement pump with updated software from technical support, who also provided instructions for handling the current pump and the new one, ensuring the continuance of insulin delivery without interruption.